Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displays an error 2 message. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 9:45am. The patient indicated she manages her diabetes with insulin (self adjuster); however, the patient denied taking any action after the alleged issue began. On an unspecified date/time, the patient claimed she experienced symptoms of dizziness, sweating, nausea, and lightheadedness as a result of the alleged issue. The patient, however, denied receiving medical intervention or treatment following the alleged issue. It is not known if the patient tested with anther device. At the time of troubleshooting, the csr verified the patient was using the correct test strips, there was no misuse of the lfs product, and the patient was using the meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.